Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded, and customer resumed insulin therapy.